Manufacturer narrative:
The axium coil was returned for evaluation still attached to the pushwire. The implant coil appeared to be in good condition. Clarification was received from the physician stating that they did not attempt to detach the implant coil because they could not get it into the correct position. The event of difficult placement/positioning is not a reportable event. (B)(4).

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Reference (B)(4).

Event description:
Medtronic (covidien) received information stating that during an embolization procedure, it was reported the first implant coil could not be detached in the aneurysm. Prior to the event, it was reported that repeated attempts were made, but the coil could not reach the right place and it failed to be implanted in the aneurysm. The coil was removed from the patient and the physician used another coil to finish the procedure. The anatomy was moderate in tortuosity. No patient injury was reported as a result of the procedure.